Manufacturer narrative:
Date sent to the FDA: 4/6/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced severe pelvic pain. It was reported that the patient underwent removal surgery on an unk date. It was reported that the patient had a previous mesh implanted on (B)(6) 2003 and another mesh implanted on (B)(6) 2005 which are all captured in separate files. No additional information was provided.